Event description:
It was reported that the tdxsp power chair abruptly stopped and right side of the chair will not move even after disengaging the brake. Provider called to advise that the after evaluating the chair he found that it was the left side motor that seized up and would not move.